Event description:
It was stated that 'the eq5000 would have burned up'. There was no patient involvement and no patient harm/adverse event.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in poor condition, with half of it burned due to an internal fire. During visual inspection a data mark on the filter was observed (09-feb-2023). It could not be verified when the filter was installed as the device was not on site for service. On the first step a power cord and a hose were connected to see if the device was still working, but no longer was. On the next step the device was opened, and closer look to the inside of the device was done. It was noticed that the impeller, impeller housing, and the filter were almost completely burned. On the test step, a test device was taken and mounted to each part of the device to the test it. First the control board was tested. This was working okay, and the temperature could be set. Next the mainboard was tested, and this was also working okay. The next one was the power supply, and this was also found to be fully functional. The motor was tested as well. On the first test the motor was not working, but after replacing the capacitor the motor was also fully functional, very loud but functional. The heater could not be tested anymore because this was too damaged from the fire. The parts that were found damaged after the fire were the capacitor, the heater, and the encloser. The customer's complaint was confirmed. The root cause could not be definitively determined, however. There was potentially a defect within the capacitor and/or within the heater. No repair will be performed as the repairs are no longer economical, and the device should be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.